Event description:
Quick combo pads were properly placed on patient's anterior chest and appropriately connected to lifepak (lp) 12 monitor/defibrillator by r.n. Immediately upon securing patient in the aircraft, the patient commented that they were "being shocked." Both flight nurses observed that the blanket over the patient was rhythmically pulsating indicating the lp 12 might have been in transcutaneous pacemaker mode, although it was not indicated or programmed/activated by the flight crew. The lp 12 monitor/defibrillator screen did not show/indicate any pacemaker activation. Within a few seconds of the patient commenting that she was being "shocked," the lp 12 was immediately turned off manually by the nurse via the on/off button on the faceplate of the lp 12 and left off for several seconds. The patient was immediately reassessed by both nurses and the patient remained stable. Within a very short period of time, the lp 12 was turned back on by the nurse and the flight occurred and the patient was delivered to the receiving facility without further incident. The patient has a history of an implanted bladder stimulator and the referring facility reported they had to repeat the 12 lead ECG because of the artifact recorded on the 12 lead ECG. After this flight was completed, the patient trends/summary from this flight was printed from the lp 12 which included an ECG tracing. The lp 12 ECG tracing printed off the summary indicated intermittent pacemaker markers on the bottom of the tracing. The lp 12 was immediately taken out of service.